Manufacturer narrative:
An event of valve would not rotate inside patient during procedure was reported. The device was returned to abbott and was able to be rotated without difficulty. No anomalies were noted. Both leaflets were able to fully open and close with no resistance occurring. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 29mm sjm regent heart valve w/ flex cuff valve was chosen for a procedure. The valve wasn't tested before implant. During procedure, it was noted that the valve would not rotate inside patient. The valve tested normally after implant. An unknown size replacement valve was implanted intra-procedurally, while the patient was still on bypass

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an unknown size 29mm regent heart valve was chosen for a procedure. During procedure, it was noted that the valve would not rotate inside patient.